Event description:
The initial reporter stated they received a questionable glucose result for one patient tested with accu-chek inform ii meter serial number (B)(4). At 4:11 p.m., a capillary finger stick sample collected from the patient was tested using the meter, resulting in a glucose value of 79 mg/dl. At 4:20 p.m., an arterial sample was collected from the patient and tested in the laboratory using an unknown method, resulting in a value of 30 mg/dl.

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Both control levels were run within 24 hours of meter testing and these passed. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.